Event description:
It was reported that the blue luer cap to a large volume intermate device was missing. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.